Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that numbers continued to scroll when attempting a bolus delivery. Customer reported that a battery change seemed to have resolved issue. Customer's blood glucose was 185 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump had intermittent down arrow button response due to corroded keypad traces. No display anomaly was noted. The insulin pump had a cracked display window, cracked case at the display window corner and a cracked reservoir tube lip.